Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vessel sealer extend instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. No images or videos were shared for the event. A review of the instrument log of the vessel sealer extend instrument (part # 480422-01 / lot # m90211206-1206) associated with this event was performed, however, no information was obtained from the logs. This complaint is being reported due to the following conclusion: the vessel sealer extend instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the vessel sealer extend coagulated only intermittently, whereas, it worked very well at the beginning. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was unable to replicate/confirm the customer reported issue. The instrument was placed and driven on an in-house system. The instrument passed the self test homing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the electrical continuity, energy delivery, cut, jaw gap verification and grip force tests. The energy delivery test was performed with various orientations of the grip tips and passed. No ceramic dots were missing. Based on the information provided and device evaluation, the root cause for the alleged issue was unable to be determined.

Event description:
Refer to h10/h11 for follow-up information.